Event description:
Related manufacturer reference number: 2017865-2021-18830. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was successful. Prior to procedure, it was observed that the atrial lead had intermittent capture and high impedance. The lead remained implanted with the new device. Patient was stable post procedure.

Event description:
New information noted that the lead was capped on may 3, 2021

Manufacturer narrative:
Analysis was normal. No anomalies were found.